Manufacturer narrative:
A sample has not been received for eval. Root cause is unk. (B)(4).

Event description:
A surgeon reported that during surgery, a clicking noise occurred when returning the footswitch pedal to the zero position, and both actuation and aspiration were poor. Problem was solved after replacing product with another one. No pt harm or impact was reported.